Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side pain, discomfort, stinging, and rupture. Healthcare professional additionally reported nodules measuring up to 0.8 cm, compatible with cysts not related to the device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported right side pain, discomfort, stinging, and rupture. Healthcare professional additionally reported nodules measuring up to 0.8 cm, compatible with cysts not related to the device. The device remains implanted.